Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed oversensing atrial lead noise that cause mode switches, a rise in capture thresholds, and sensed amplitudes had decreased. Noise was too large to program around with sensitivity changes. No intervention was performed. Patient was asymptomatic throughout event.